Manufacturer narrative:
Following our receipt of the one partial returned used sensor, missing needle hub, perform a visual inspection and found the sensor with the sensor flex to be damage (severed). Missing broken electrode. See attachment file for details. In summary, the customer complaint of sg v bg is not confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how the sensor flex was found damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7040a. The sensor glucose: 60 mg/dl vs blood glucose: 90 mg/dl and customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range. Explained sensor may have no longer been responding to glucose changes. Explained sensor may have no longer been responding to glucose changes. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.